Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 750 hematology analyzer gave a retic laser offset too high error. Customer reported that there was a clear liquid leak around the left side of the instrument. Customer reported that about 10 ml of the liquid dripped on top of the table. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) repaired the disconnected tubing that goes from the retic clearing solution pump (pm6) to the shear valve ((B)(4)).

Manufacturer narrative:
(B)(4).